Event description:
Additional information received indicates that the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186 , UDI:(B)(4) , serial: (B)(4), batch:8031725 during processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on their lead. It is unclear which lead contributed to the issue. Surgical intervention may occur to address the issue.